Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h6 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the reported event by a health care professional found: intramedullary nail systems are designed to provide stable internal fixation for various long bone fractures and have been designed for specific applications to help restore the shape of the fractured bone to its natural, pre-injured state. Long bone fractures follow specific regenerative patterns, creating a complex biological healing process and placing a patient at a heightened risk of delayed union. The healing of bone can be complicated by patient comorbidities such as diabetes, obesity, smoking, level of activity and other conditions that are known to slow a person's ability to heal. Delayed union can be treated through a secondary option called dynamization that involves removal of proximal or distal locking screws causing compression at the fracture site and promoting union. Dynamization with an intramedullary nailing system is considered a standard secondary treatment for facilitating second-stage healing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D6: implant date between (B)(6) 2015 to (B)(6) 2022. G2: foreign source: canada. Report source: mercier, m. R., broderick, j. M., hibberd, c. S., russell, s. P., halai, m. M., atrey, a., nauth, a., & khoshbin, a. (2025). Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. Arthroplasty today, 34(101753), 101753. Https://doi.org/10.1016/j.artd.2025.101753. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On (B)(6) 2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). It was reported a 80-year-old woman (bmi 23.4 kg/m2), who presented with a vancouver b1 periprosthetic fracture 18 months post primary tha following a mechanical fall. A 18-hole ncb distal femur plate was placed, 4 proximal screws (2 unicortical, 2 bicortical) and 6 distal screws, augmented with 2 cerclage cables placed around the proximal femur and plate using ncb locking plate cable buttons. 3-months post-op the patient reported a snap in her thigh while walking with her walker, xrays showed plate failure with nonunion of the periprosthetic fracture. The plate was removed and replaced with a competitor distal femoral locking plate. Attempts have been made and additional information on the reported event is unavailable at this time.